Manufacturer narrative:
Allergan has initiated an investigation into this late report. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 empty syringe of 1.0ml received in an opened tray with cap and without needle. No defect observed. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: inject juvéderm volbella® xc by applying slow and even pressure on the plunger rod. It is important that the injection be stopped before the needle is pulled out of the skin to prevent material from leaking out or being placed too superficially in the skin. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported a 1 syringe of juvéderm volbella® xc had ¿the hub come off while they were putting the stopper back on the unscrewed hub. It felt like there was pressure and the product shot out of it.¿ patient contact did occur. There were no injuries to patient, injector or staff.